Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Drive support disk was inspected and no anomaly noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test. Pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that customer's wife was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose was 453 mg/dl. The current blood glucose is 59 mg/dl. The customer treated their high blood glucose with manual injection and insulin drip. The customer reported that the drive support cap was normal. Based on customer report customer does not allege pump was under delivering. The insulin pump passed the high pressure test. The insulin pump will be returned for analysis.